Manufacturer narrative:
Trackwise # (B)(4). The lot # 25148709 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 19oct2020 for evaluation and investigated on 30oct2020. A visual inspection was conducted. Signs of clinical use and blood was observed on the loading device, delivery device and seal. Blood was present in the delivery device, indicating deployment into the aorta. The blue slide lock was dis-engaged and the plunger was completely depressed. The seal was extended outside the tube and did not appear to be folded. The seal was inspected. No sign of crack/delamination were observed on the seal. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained dried blood/tissue. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). The umbrella when rolled into a burrito would not unfold upon insertion into the aorta. They think it was the patient with any extremely crunchy aorta. They cross clamped and completed the procedure with no complications.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). The umbrella when rolled into a burrito would not unfold upon insertion into the aorta. They think it was the patient with any extremely crunchy aorta. They cross clamped and completed the procedure with no complications.